Event description:
During inflation of a bx sonic stent delivery system, the balloon burst causing vessel dissection. The dissection was treated with a jostent graftmaster. The pt was admitted to the ICU afterwards. The dr supposed, "something happened with the medflator. When it showed 8 atm, it was 28 indeed. Because if it'll be 8 atm ruptured balloon, the hydrodynamic blow will be very weak and couldn't rupture the vessel wall."

Manufacturer narrative:
Please note: this device is distributed outside the united states; however, is similar to the coronary sds/stents distributed in united states. This male experienced vessel perforation during implantation of a 3.5/8mm bx sonic stent. Vessel perforation is a potential adverse event associated with coronary artery stenting. The procedure was a planned angioplasty of the proximal lad. The lesion was described as an asymmetric type b2 lesion with 75% stenosis. The sonic stent implantation was attempted with a medflator inflation device. When the indeflator read 8atm, complete expansion of the balloon and stent was seen on the fluoroscopic monitor. A quarter turn of the indeflator dial was then done to bring the stent delivery system up to the listed nominal pressure of 10atm; however, the medflator dial continued to read 8atm. The inflation system was deflated at that point but blood was seen coming back through the deflated balloon into the indeflator, confirming a balloon rupture. Angiography revealed a "massive contrast outlet" into the pericardium. Anterior myocardial infarction was seen on the ECG. Resuscitative measures were started. Implantation of a 3.5/8mm jostent graftmaster treated the perforation; however, this closed off the diagonal branch. Angiography confirmed the lad to be patent without continued dissection or distal embolization; timi iii flow was restored. "Hemodynamic resonstruction" continued and "ultra-sonic control" (assumed echocardiography) demonstrated the pericardial tear was not increasing but basal hypokinesia was present. "Low angina" was also reported as related to the closed off diagonal branch. The physician concluded that the medflator was registering incorrectly and that when it read 8atm, the pressure was actually much higher. This was supposed because a balloon rupture at 8atm would not generate the pressure required to rupture the vessel wall. The bx sonic stent delivery system was not returned for analysis and a review of the manufacturing records could not be done without a lot number. With the info provided, it appears that the procedural complications were unrelated to the bx sonic stent delivery system, and that another product may have contributed to the events.